Event description:
This system was removed due to a bacterial infection and erosion. There is no indication that the system has been replaced yet. The hospital retained the devices. Should additional information be received, this file will be updated.